Event description:
The product was used during a laparoscopic nissen procedure. Reportedly, the suture broke. The surgeon used another deviced to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
02/12/1999- supplemental report sent to FDA. The product was returned and evaluated, however, the exact cause of the condition could not be reliably determined.